Event description:
It was reported that neoflon pro 26ga 0.6mm od 19mm l india leaked. The following information was provided by the initial reporter: neoflon pro 26g is leaking from cannula hub after insertion while in use.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-09-23. H6: investigation summary. Two photos and one used sample were received by our quality team for evaluation. The first returned photo shows the top web with batch 0110746. The second photo shows leakage between the catheter tip and the tip of the cannula hub. The used samples were subjected to visual inspection and damage was observed on the catheter tubing inside the cannula hub. A device history record review found no non-conformances associated with this issue during production of this batch. The manufacturing process was reviewed. The assembly process includes feeding of the catheter tubing spool, 100% online outer diameter inspection of tubing, annealing of catheter before cutting to require tube length, and then flaring of the cut tube onto the metal wedge. Based on the sample returned, the probable root cause for the leakage could be due damage on the catheter tubing. The damage could have been introduced during the flaring process of cut tube into the metal wedge. The inner diameter of the catheter tubing could be smaller and therefore, when the cut tube was flared into the metal wedge, the cut tube inner diameter was stretched and became damaged. There was a quality notification raised for the catheter tubing batch due to tubing inner diameter smashed observed. However, a root cause was not confirmed, and no corrective action was taken due to the low occurrence.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that neoflon pro 26ga 0.6mm od 19mm l india leaked. The following information was provided by the initial reporter: neoflon pro 26g is leaking from cannula hub after insertion while in use.